Manufacturer narrative:
(H3, h6): manufacturing representative went to the site to test the system, test performed and accuracy was within specifications but visually shows otherwise. Performed navigation system to imaging system navigation calibration. Navigation accuracy improved. Performed system checkout. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that during an l2-f5 spine case today, the site experienced an inaccuracy. The site had taken a spin and placed the first set of screws. It was after this that the surgeon accidentally bumped the patient's reference frame. The site then respun the imaging system and then checked the accuracy and found that it was still inaccurate. The site was then forced to abort navigation. This had occurred intra operatively. Medtronic imaging and navigation aborted. There was a reported delay of less than 1 hour and no reported impact to patient outcome. Additional information received. Clinical service (cs) called to report that having performed the calibration the system was now accurate. During the calibration it was noticed that the system was within parameters, but not perfectly accurate.